Manufacturer narrative:
The customer informed the field service engineer (fse) that during the pre-use check outside of clinical use, the values changed on their own without touch when the customer attempted to change the settings. The navigation ring was not operating. When observed, the device operated continuously. The fse confirmed the reported problem, finding that the problem repeatedly occurred but no therapeutic values were changed as a result of the device malfunction. The fse replaced the front bezel of the device to resolve the issue. The device passed functional testing following the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The returned front bezel was evaluated at the philips product investigation lab (pil). The pil technician confirmed the device issue by installing the returned part on the test device at the pil and attempted to use the pil preload tester. The pil tech performed a temporary installation of another navigation ring, but this did not resolve the issue. The pil technician confirmed that the navigation ring issue alleged by the customer was due to the portion of the navigation ring that is fitted into the front bezel itself. It was noted that the accept button on the front bezel did operate as expected during the evaluation. The pil technician also verified that the switch panel power assembly power on button and all light emitting diode (led)'s associated with the switch panel power assembly of the front bezel operated as expected. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device values were changing on their own. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the field service engineer (fse) that during the pre-use check outside of clinical use, the values changed on their own without touch when the customer attempted to change the settings. The navigation ring was not operating. When observed, the device operated continuously. This investigation is ongoing.